Manufacturer narrative:
Product was sold in international market. Surgiwrap international products do not have the same indications for use as the USA surgiwrap products and therefore product code does not apply. Product was not returned to the manufacturer, therefore a definitive assessment of cause and effect cannot be made. The product can be expected to be intact at 4 weeks post implantation and this is considered normal degradation.

Event description:
Patient had unspecified abdominal pain one month after placement after a c-section. The product was found intact during a re-operation. The patient has since recovered with no additional sequelae.